Manufacturer narrative:
(B)(4).

Event description:
An uphold lite vaginal support system was implanted into the patient as part of (B)(4) study. According to a preliminary abstract report received, at a follow-up visit approximately 1 year post-procedure, the patient underwent reoperation including revision or removal of the mesh because of mesh exposure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.